Event description:
It was reported to philips that system was unable to completely boot up. The user performed three cold restarts but the issue still persisted. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to boot up completely. Review of the system log file showed that the error in software. Upon troubleshooting, fse restarted the system but still the issue persisted. To resolve this issue, the fse reloaded the suite pc software, restored the system settings, and performed tube yield calibration and adaptation. The system was returned to use in good working order. The codes were updated based on the investigation outcome.